Event description:
It was reported that the patient was planning to get a pain pump implanted and had a injection type trail procedure at the pain clinic. During the trial procedure, the healthcare provider (hcp) poked a hole in the patient's "dura bag." The patient reported that the hcp knew and didn't say anything about it because they wanted to get paid for the procedure. The patient had to lay down every time they stood up and had a lot of pain in the neck. The patient had to lay down for the whole weekend and on monday, the patient called the hcp and reported "I don¿t know if this is an emergency but I can't stand up." The hcp told the patient to come into the clinic. They told the patient what had happened and the patient started crying. The patient ended up going into the emergency room (ER) and had an epidural blood patch. It was reported that they didn¿t use fluoroscopy and did the blood patching all by touch; "he fixed me within seconds, I could feel the pressure right off the top of my head." The trail occurred on (B)(6) 2014. Patient inquired if the event was going to affect getting the pump implanted. The patient felt their trail was effective because normally the patient could not lay down for a long time because he "will go down," and cannot stand for long periods of times or bend down or over and hadn't been able to work in seven years. The patient was supposed to take 3 tablets of "oxycoton" 40mg tablets but the patient was not taking it. The patient was taking 4 percocets a day "as winter is kicking in." Patient reported they were going to start taking the oxycoton because he felt like he had no choice and the pain was getting worse. The patient could not walk for a long time, it is an "up and down battle." The patient was not able to tell 100% if the trial was successful because they punctured the dura bag, but could tell that the trial worked because the numbness in the legs went away and a lot of thing went away and "it worked." It was noted that a lot of times when the patient walked it felt like the patient was walking on stones and even that went away. The patient had neuropathy so bad that they had them on seizure medication called "topamate."

Manufacturer narrative:
(B)(4).